Manufacturer narrative:
The device is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Event description:
Additional information was provided that the device was later explanted and returned for analysis.

Event description:
--

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) heard beep tones. The device was found to be at end of life (eol) due to charge time (CT) 32 seconds, which was earlier than expected. Technical services (ts) advised replacing the device. To date, there have been no reported adverse patient effects related to this clinical observation.